Event description:
It was reported that the physician was unable to obtain a sufficient amount of tissue during a prostate biopsy. Reportedly, after one pass, a gap was noticed at the distal tip of the needle between the cannula and stylet. The physician changed to another needle and successfully concluded the biopsy. No pt injury reported.

Manufacturer narrative:
The device history records were reviewed and it was confirmed that the lot met all release criteria. This is the only complaint reported for this lot number to date. The complaint sample has been returned and the investigation is currently underway.